Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms. Customer's blood glucose value was 237 mg/dl. The customer was declined with troubleshooting. Customer will returned device for analysis.

Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Device passed the motor test and no unexpected pump error 130 noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted.